Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: who fired the device and what is his/her experience? The surgeon fired the device and it was his first time firing the device. Was the orange tying area visible on the device¿s trocar when the anvil was mated with the device? Yes. What confirmation was received that the device and anvil were properly attached prior to closing? The resident said he felt the anvil attach and click. Was the device easier or harder to close? Did not mention. Was the device easier or harder to fire? Did not mention. Did the device fully cut or partially cut? Fully cut. Is there any additional information regarding staple formation? Staples were not formed, tissue was not stapled together. How many counterclockwise revolutions were used to open the device? Two half turns, then an additional half. Did the surgeon have difficulty removing the device after the counterclockwise revolutions? Yes. How was the anvil removed? Removed it through the patient's abdomen.

Event description:
It was reported that during a sigmoid colectomy procedure, after firing of the stapler, the surgeon removed the instrument with the anvil still stuck in patient's rectum. Surgeon noted the staples did not form and tissue was cut. Surgeon completed case with a diverting colostomy.